Event description:
The manufacturer was notified on (B)(6) 2015 that mitroflow valve (lxa size21) was explanted after 4.49 years due to structural valve deterioration. No further information provided.